Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and found the customer requested a 25u bolus, not a bolus for 25g. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Customer gave themselves a glucagon injection to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.